Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The broken cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, a distal wire was frayed on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.